Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor is unable to maintain screen calibration. The device was requested and received at the bench. Based on the information available and the testing conducted, the cause of the reported problem was confirmed- the units touch screen is not working correctly. Display assembly got replaced to address the issue. Nbp, co2 and touch screen got calibrated. Device functions were tested and they are working correctly. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that tempus pro screen drift and is unable to maintain screen calibration. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.